Event description:
The doctor made a puncture in the subclavian vein after he confirmed the backflow of the blood, he inserted the guidewire into the puncture needle. The guidewire stopped inside the puncture needle and it could not be reached to the tip of the needle. He tried withdrawing the guidewire from the needle, but he could not since he noticed that the guidewire got uncoiled and stretched. The procedure was discontinued due to blood tumor that formed around the subclavian vein of the pt. On the next day, the pt died. The physician has explained that his cause of death is unk, and he is not sure if this event had a direct effect on the pt's death.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation are pending. A follow up report will be filed.